Event description:
It was reported that the system was explanted because it could not convert an arrhythmia. Also, the patient was experiencing discomfort with the system. The doctor implanted a dual chamber transvenous system successfully. There were no additional adverse patient effects.